Manufacturer narrative:
The insulin pump was received with cracked liquid crystal display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported the display window on the insulin pump was cracked. Customer's blood glucose was unk. No further info reported.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.